Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative was able to go on-site to evaluate the device. Functional and visual testing were conducted. The uninterruptible power supply (ups) batteries were replaced. System checkout was successful. The part was sent back to the manufacturer for product analysis. Functional, visual, and performance testing were conducted on the part. Testing revealed an electrical failure and that the batteries were unable to hold a charge. No further action needed.

Event description:
Medtronic received information regarding an imaging device. It was reported that the mobile view station (mvs) would not boot up. Additionally, it was noted that a clicking sound was coming from the cart. This was observed outside of a surgical procedure. No patient involved.